Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial# (B)(6). Implanted: (B)(6) 2011. Explanted: (B)(6) 2024, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported they were unable to determine the cause of the inability to aspirate the catheter. Actions/interventions included a full catheter revision and a new 8780 catheter was implanted and connected to the new pump.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2024 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2011; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient receiving unknown morphine (20mg/ml at unknown dose) via an implantable pump. The indication for use was non-malignant pain. It was reported that the manufacturer representative (rep) stated that the patient was having a pump replaced due to normal battery depletion and the pump had been at eos for a week. The rep stated today they were unable to aspirate the catheter from the catheter access port (cap). The manufacturer's technical services specialist (tss) discussed cap aspiration, imaging, and catheter revision. The rep stated this was an incidental finding and there were no therapy issues prior to eos.